Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip device was received for product evaluation. The carrier tube assembly and bypass tube were returned along with the header bag. No poly-foil pouch was returned. Visual inspection revealed that the bypass tube was completely detached from the main body of the carrier tube and the anchor was fully exposed. The collagen had expanded as it was likely too exposed to moisture. No deformation or damage was noted on the anchor and bypass tube. No other visual anomalies were noted. Functional testing was performed, the bypass tube was reinstalled over the anchor manually to set to on its manufacturing position. The bypass tube was able to be fit over the anchor and carrier tube assembly. No issue was noted during insertion over the anchor. The inner diameter of the bypass tube at the distal end was measured and found to be 0.110" which was within the specification of 0.109" +0.002/-0.003. All measurements were within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the reported issue may have been from improper opening of the foil pouch or mishandling of the tip of the carrier tube after opening the pouch. However, with no return of the poly-foil pouch the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional- requested, not provided. Occupation- requested, not provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device protective cap would not have been present, and the anchor was deformed. That is why the angio-seal was not used on the patient.